Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, there was a leak from the sheath upon insertion into the left atrium. The sheath was replaced and the procedure was completed with no adverse patient consequences.